Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempt is being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure other relevant patient history/concomitant medications? Date of initial surgical procedure? Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? What were current symptoms following the index surgical procedure? Onset date? Was the hernia repair associated with this event performed on primary or recurrent hernia? What was the defect size/type/location of the hernia associated with this event? Mesh size and overlap? Was the procedure associated with this event open or laparoscopic? In what tissue layer did you place the mesh? (Onlay, retro-muscular, extra peritoneal or intra abdominal) if applicable, the mesh fixation technique: device and technique? (Single or double crown; spacing between implants) were there any surgical instruments used in the placement of the mesh that might have damaged the mesh? E.g. Graspers crimping the mesh fibers was there any triggering event prior to present recurrence? (E.g. Weight gain, sneezing, coughing, strenuous activity)? Date and results of mesh removal? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a bilateral inguinal hernia repair on unknown date in 2016 and mesh was implanted. Following the procedure, the patient complained of pain in the left groin and a laparoscopy was performed to investigate. Upon examination, the left side had recurred. The surgeon removed the original mesh laparoscopically, re-approximated the peritoneum and completed the repair by means of the open surgery method without using a new mesh. Additional information has been requested.